Manufacturer narrative:
Based on the results of the investigation, the most probable cause is cause linked to device but unable to trace more specifically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited an indentation at the tip of the insertion and damage to the ultrasonic probe. There was no patient involvement.